Event description:
Philips received a complaint indicates that charge button was intermittently not working. There was no patient involvement. The customer called and spoke with a philips remote service engineer (rse). The device was evaluated by the customer with assistance from rse. Rse confirmed that the front case will need replacement. The customer has ordered replacement front case to rectify malfunction.